Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 74 mg/dl, current blood glucose was 367 mg/dl and the sensor glucose was 141 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.